Manufacturer narrative:
(B)(4). Date sent: 10/21/2020. D1, 2, 4: corrected data. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structures was the harmonic device used on throughout the procedure? What harmonic product code was used? What were the power settings during the use of the device? Were there any issues with hemostasis throughout the procedure? How were post operation issues identified? Was any medication being used during the original procedure or post operation? What was done during the revision surgery? In the revision surgery, was the site of the bleeding located in the area where the harmonic was used? Why does the surgeon believe the harmonic or echelon device or may have caused or contributed to the fistula and/or hematoma? If so, which device?

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the patient is fine : news from the surgeon. The device harmonic was used in the stomach. No issue with the hemostasis during the procedure. The post op problems was discovered following the patient pain. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that after a sleeve gastrectomy, the patient experienced post op complications hematoma and fistula. There was a surgical revision of the patient 5 days after sleeve surgery. According to the surgeon, the cause could be multifunctional (stapling, energy, anesthesia, pressure). No information regarding the impacted product.